Event description:
Per the clinic, the patient underwent a revision surgery under a general anaesthetic on (B)(6) 2026, in order to convert the patient to a percutaneous baha implant system due to preference for better magnet retention and improved sound quality. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-00802] submitted on march 06, 2026 was filed inadvertently. The patient does not have baha attract system/impantation and conversion from baha attract to baha connect under general anesthesia has not taken place.